Event description:
The service repair tech (srt) reported that after a pump repair and preventative maintenance (pm) of the device, that the new drive belt was split in half. The srt opened pump to check operation of fan. Half of the belt was still around pulleys and was still operational. The srt investigated the tension spring length, motor bracket lengths, spring compression lengths, both pulleys line up correctly. The srt stated this was out of box failure and not because of pulley miss-alignment or belt over tensioned. There was no pt involvement.

Manufacturer narrative:
The complaint was confirmed by the service repair tech (srt). The srt installed a second drive belt and operated over-night. The unit operated to MFR specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.